Event description:
The customer called to report that the insulin pump alarmed motor error after it was exposed to a CT scan. The customer had been in the hospital due to a stroke. Troubleshooting was performed and the insulin pump passed the displacement test.

Manufacturer narrative:
The insulin pump alarmed motor error and failed the displacement test due to an out of phase motor encoder wheel. The insulin pump also alarmed during the error test due to a broken solder joint. The insulin pump passed the occlusion, prime and excessive no delivery alarm tests.